Manufacturer narrative:
The other mitraclip is being filed under a separate medwatch report number. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium and prolapse posterior. The first clip delivery system (xtr cds - 90919u250) was advanced to the mitral valve and the clip was deployed. Then a second cds (ntr-90423u119) was advanced to the mitral valve; however, a flail was observed. An attempt was made to treat the flail, but the clip could not grasp the leaflets. The cds was removed with the clip attached, and the procedure continued with a third clip (xtr-91030u228). The xtr clip could not grasp the leaflets, resulting in a perforation in the medial commissure. The cds was removed with the clip attached, and the procedure was aborted. Additional treatment was not performed. One clip was implanted, and mr was 3. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported positioning failure could not be determined. The tissue damage is the result of the positioning failure. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the tissue damage is likely a result of the positioning failure. There is no indication of a product issue with respect to manufacture, design, or labeling.na